Event description:
Device 1 of 2. Ref MFR report 16274874-2013-18379. The pt reported she experienced uncomfortable heating at the ipg site while charging. The pt indicated she is not currently using her scs system as she is not needing the stimulation. A replacement le charging system was sent to the pt as the next course of action. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.